Event description:
An unk size aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant were not reported. The pt has severely diseased vessels. The pt was lost to follow-up. It was reported, the pt presented to the hosp with severe abdominal and back pain. The CT demonstrated that the pt had a 7 cm pseudoaneurysm proximal to the original aneurysm. The stent graft had pulled away from the vessel wall due to calcification around te aortic neck. It was reported that the stent graft has not moved, but, due to the diseased arteries, an aneurysm has grown above the stent graft. There has been no treatment reported to MFR. No add'l clinical sequelae were reported and the pt is fine.